Event description:
A nurse practitioner turned an engerix b vaccine upside down to tap it to get rid of an air bubble and the plunger fell out and the vaccine came into contact with the skin of the nurse's hand. The nurse developed bronchospasm, breathing difficulty, nausea, edema, and collapsed within seconds. The event was described as anaphylaxis. Nurse also developed a rash on their skin. The pt was treated with hydrocortisone, adrenaline, chlorpheniramine maleate (piriton) and oxygen and taken to accident and emergency for further treatment. The events resolved the same day. The reporter considered the events were related to contact with hepatitis b vaccine. The reporter considered that the events were life threatening. A pharmaceutical product complaint was made as the reporter considered that the prepacked syringe was faulty.